Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a jump in high impedance. It was noted that the patient had an occluded vessel on the left side, therefore the rv lead was capped and a new lead inserted on the right side to be tunneled to the left side. No further patient complications have been reported as a result of this event.